Event description:
Reportedly, the instrument could not be removed from the anastomosis. The anvil had to be cut out rectally of the anastomosis. The tissue rings were complete. The anastomosis insufficiency was then corrected by hand sewing. A leakage test was then performed. Procedure: lap sigmoid resection.